Manufacturer narrative:
Unique device identification and contact information were not provided, so location of bed is unknown.

Event description:
It was reported via medwatch (mw5086624) that a confused patient was in a stryker s3 bed set with a bed exit alarm in zone 2 and ibed awareness. The patient was observed to sit up and scoot to the edge of the bed, then stand up and suddenly fall to the floor. The bed exit/chaperone did not alarm/sound at any time during the patient's movement; the facility alleges the alarm had sounded before and after this event. After the fall, a CT scan was performed and a 3mm bleed was observed. It was reported that prior to the patient fall, the patient went to the ed with signs of trauma to the left side of their face/head and neck. A CT scan was performed at that time which did not show acute injury, bleed, or mass effect. The facility reported the patient sustained a subdural hemorrhage which required surgical intervention. The patient did not regain consciousness, and the family opted to remove the patient from life support. Over the next 5 hours the patient had further neurological decline, and a CT scan of the patient showed an evolving and expanding head bleed with midline shift. No contact information or device serial number was provided with this reported event, so no follow-up was possible.